Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was notified that during an aquablation therapy procedure, the hydros robotic system encountered an 'e900 software fault' error code. Despite efforts, the error could not be cleared. As a result, the treating surgeon made the decision to abort the procedure and proceed with a transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The components of the hydros robotic system were not returned. A review of the treatment log files was able to confirm the reported failure. The root cause of the reported event was determined to be related to a software design issue, which will be addressed in the next software version. A review of the device history record (DHR) for lot number 24c04783 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual, um0401-00-01 rev. B, us, english was reviewed. Table 5 error messages states the below for e900 system reboot required 1. Release foot pedal 2. Reboot system; system will try to continue at current step if issue persists, call procept biorobotics submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.